Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. It was reported that on an unspecified date, the patient made a mistake of touch contamination (details not provided), which led to the peritonitis. Three days prior to this report, the patient experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient began treatment with fortez and vancomycin, (ip) intraperitoneally (doses and frequencies unknown). Concomitant therapy was not reported. Pd therapy was ongoing. Two days after being admitted to the hospital, the patient was discharged. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. On an unspecified date, the patient was re-trained in proper aseptic procedures for pd therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The root cause of the use error was undetermined. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.